Event description:
Patient was scheduled to receive IV leucovorin. Medication was delivered and was primed by rn, but not yet hooked up to patient. While prepping oxaliplatin to be hooked up concurrently with leucovorin, rn noticed leucovorin leaking out the unused hub site and dripping onto the floor. Tubing was immediately discarded and replaced. Lot# (10)r21j27180.